Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the twist clamp of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was used for approximately one month. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d3: device manufacturer name: baxter international inc. (Previously submitted as baxter healthcare corporation) additional information was added to h3, h6 and h11. H11: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a damaged white twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.